Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation from the right ventricular (rv) lead. It was also reported that the rv lead caused mode switching from aai to ddd. It was also reported that the rv lead exhibited high thresholds, loss of capture, and undersensing. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.